Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the neo meter precision freestyle was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that their adc freestyle precision neo meter "displayed a small flame". Customer reported that the flame was not visible after strip insertion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle precision neo meter "displayed a small flame". Customer reported that the flame was not visible after strip insertion. There was no report of death, serious injury, or mistreatment associated with this event.